Manufacturer narrative:
The device and the lens were returned separately in the blister tray. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully deployed outside the tip of the device. The distal portion of the trailing haptic is pinned between the side of the plunger and the tip wall. Viscoelastic with blood is dried on the lens. One haptic is broken-gusset area. The edge is split. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Three viscoelastics were indicated. It is unknown which was used in the device. Only two are qualified. The root cause may be related to a failure to follow the dfu. The distal portion of the trailing haptic was extended straight back beside the plunger. This caused the haptic to be trapped during advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. The trailing haptic should be folded in on the optic per the diagrams provided. The dfu instructs do not proceed if the trailing haptic is straight back beside the plunger. Top coat dye stain testing was conducted with acceptable results. (B)(4).

Event description:
In a follow up, the surgeon clarified that the distal portion of the trailing haptic became wedged between the cannula and plunger. Some of the iris remains incarcerated in the wound.

Manufacturer narrative:
There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that when a preloaded intraocular lens (iol) was being inserted into a patient's eye, the trailing haptic was completely severed. The lens was removed causing severe iris prolapse/loss. Additional information was requested.